Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified: underweight, opening, red particles in the surface of the shell, crease fold, and wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.